Manufacturer narrative:
Insulin pump received with minor scratches on lcd window and a constant blank flashing white light on the display due to vertical cracked lcd controller. No cracks on screen noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack at display. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.